Manufacturer narrative:
The customer's address is unknown. (B)(4) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 discrepant results were obtained. A repeat test was performed and the result was positive. There was no indication that results were reported out and there was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "it was reported customer took one result with bd vah and got a different result with another test."

Manufacturer narrative:
H6 investigation summery. This summarizes the investigation results regarding a complaint that alleges ¿customer tested negative¿ via the bd veritor at home covid-19 test (material # 256094), batch number 2017590, ¿and tested positive from another (manufacturer¿s) test.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false negative. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing for sars cov-2 discrepant results were obtained. A repeat test was performed and the result was positive. There was no indication that results were reported out and there was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "it was reported customer took one result with bd vah and got a different result with another test".